Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead failed to advance in catheter. The lv lead was not installed during procedure on (B)(6) 2024, and an alternate lead was not used. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found the ring electrode 1 and 2 at the s-curve region were compressed/ damaged consistent with procedural damage and no indication of conductor fractures or internal shorts. The cause of the reported event was due to compressed/ damaged ring electrode. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.